Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and product return status. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that upon interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD), a bd (battery depletion) error was observed. The battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed there was sufficient capacity to deliver six shock with charge times less than 15 seconds. Device replacement within the next 90 days was recommended, however it was noted that the device may reach elective replacement indicator (eri) during this time window. Additional information received reported that the s-ICD was explanted and replaced. No additional adverse patient effects were reported. Product return was requested.